Manufacturer narrative:
The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported experiencing being unable to see and extremely blurry vision, night lights were blinding and painful and light during the day was also painful following lasik surgery ten years ago. The patient was treated with steroids and the symptoms lessened. The consumer reported recently being aware of floaters in both eyes and losing clarity in vision and blurriness again. The consumer reported a scar in the right eye that looks like a brown spot on the blue part of the eye. The consumer is going to be seen soon by an ophthalmologist. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.